Event description:
This event is the same pt as (B)(4). On (B)(6) 2009, the pt underwent the revision surgery with the gamma3 long nail. On (B)(6) 2011, the surgeon found through the x-ray that the nail was broken in the part of lag screw hole. There was no problem in the postoperative progress. The surgeon is planning revision surgery in (B)(6) 2011. The surgeon requested the investigation of the broken gamma3 long nail.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report.